Manufacturer narrative:
Product event summary: the full lead was returned. An analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. A visual summary analysis of the lead indicated apparent explant damage and stretching. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. (B)(4).

Event description:
It was reported that the patient was experiencing overall chest pain following implant of the right atrial (ra) lead and right ventricular (rv) leads. Two days after implant, the leads were explanted and replaced. A new anatomical location was chosen. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).